Event description:
It was reported that this device recorded a code 1003, which states that the voltage is too low for projected remaining capacity. It was reported that a request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected consistent with capacitor degradation due to hydrogen gas content. Device replacement was recommended. No adverse patient effects were reported.

Manufacturer narrative:
This product is expected to be returned to boston scientific for further investigation. Once the investigation is complete, a supplemental report will be submitted to provide that information.

Event description:
It was reported that this device recorded a code 1003, which states that the voltage is too low for projected remaining capacity. It was reported that a request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected consistent with capacitor degradation due to hydrogen gas content. Device replacement was recommended. No adverse patient effects were reported. According to additional information, this implantable cardioverter defibrillator (ICD) was explanted and replaced due to the aforementioned code 1003. No additional adverse patient effects were reported. This product is expected to be returned for analysis.